Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and performed to specification up until (B)(6) 2012. On (B)(6) 2012, the device logged nonsensical data, which is followed by a successful weekly auto self-test. The device was disassembled to investigate and it was discovered that the power connector had worked loose enough to break contact with the printed circuit board. The connector was fully seated and the retaining catch found to be secure, indicating that the connector may not have been fully seated during build. The device was then tested and performed to specification. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.